Event description:
It was reported that the compressor did not turn on. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3 - date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - catalog number, d4 - primary UDI number, g4 - PMA/510(k) number and h4 - device mfg date; corrected. H6. Codes: updated. The product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on a review of service history and information provided by the customer, we are unable to determine a probable cause. If the product is returned the manufacturer will re-open the complaint for further device analysis.